Event description:
Paramedics were called to the patients home where they were combative. The patients blood glucose was taken and the result was "hi" at 7:23am. Oral glucose was given. The patients glucose was tested again at 7:31am and the result was 102mg/dl. The patient was taken to the emergency room at 7:40am. At the hospital the patient was tested and the result was 204mg/dl at 7:44am, the original device result was 88mg/dl. The patient was given a saline IV and a lab was done with a result of 24mg/dl, ER's device read 178mg/dl at 8:33am. Another lab was done and the result was 27mg/dl at 9:24am, the ER device was 204mg/dl. After assessment patient is near end-stage renal failure, renal dialysis. Controls were stated to be in range. A request was made for the return of the suspect device and replacement product was sent.